Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 43 mg/dl. The customer stated that the insulin pump was not at fault. He noted that he had stubbed his toe the night prior and that it began swelling. He reported that he was hopping, exerting additional energy to get to his vehicle. He stated that he grabbed a meal, intended to eat, but made a call instead. He then reported that he dozed off for a bit and when he came to, emergency medical services were tending to him on site. He believed that the cause of his low blood glucose levels was his failing to eat to compensate for his expense of energy. Nothing further reported.